Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. No anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was inadequate slack on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2007; 4194 implantable pacing lead (B)(6) 2007. (B)(4).